Event description:
It was reported that the pneumatic switch in the back of the motor drive unit is broken. No case details were known and no adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 03/31/2009. Broken pneumatic switch. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.